Event description:
Pt taken to surgery for right total arthroscopy with bankart repair. Three tacks were placed. During the insertion of the third tack, it was noticed that the second tack had split. Part of the tack was removed. The other part of the tack remains implanted in the pt's bone.